Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. The monitor had a broken j1 battery connector. The j1 component is the 2mm 6-pin plug connector located on the monitor's biphasic defibrillator pca board. The broken connector prevented caused the monitor from starting up. The root cause of the broken connector cannot be positively identified but was likely caused by forcing a battery pack into place while the contacts were misaligned. The last patient to use this monitor did not report any deficiencies. No adverse event resulted from the broken battery connector.

Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was unable to power on. The last patient to use this monitor did not report any deficiencies.